Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Plate broke approx. 10 weeks after implantation. Patient was revised.

Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by an overloading of the part. The inspection of the part confirmed that the plate is indeed broken. In fact, the microscope investigation showed a dull and fibrous surface. Furthermore, some necking was also noticed on the plate's fracture contour. This is a sign that an excessive force was applied to the part, leading to such a breakage. Moreover, based on the complaint history and the information given that the patient had tripped 2 weeks prior the event, the most common reason for the plate breakage is the biomechanical stress on the plate. The major reasons for stress on the plate would be: construction failure; wrong after care advice; patient causes (e.g. Insufficient bone stock, non-compliance). Therefore, this case is classified as a user related issue. The anchorage plate system is an internal fixation system which shall fix bone segments in a correct position until sufficient bone consolidation is achieved. The anchorage plating system is not intended to transmit full forces and bending moments of daily routine. Loading and weight-bearing have to be individually reduced. Influence factors for the required load reduction are: the type and the localization of fixation, the bone quality (e.g. Strong bone in younger patients vs. Osteoporotic bone), correct fixation technique (e.g. Correct dimension of the plate, correct positioning of the plate, sufficient length of the plate and the screws, sufficient bending of the plate, correct screw placement with sufficient insertion torque). Depending on these individual influencing factors the attending physician has to determine the maximum loading and has to limit the weight bearing respectively. This is part of the surgeon's education. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Plate broke approx. 10 weeks after implantation. Patient was revised.